Event description:
It was reported that customer experienced pump was running slower than before. There was no reported impact to the customer¿s blood glucose level. Customer declined to speak with technical support and no troubleshooting or corrective actions were taken, and complaint was documented only with no further follow-up at that time.